Event description:
It has been reported to philips that the there was an intermittent loss of fluoroscopic image allura xper fd20 system. The complaint device was in clinical use at the time of the event. No harm has been reported. The device foot pedal component was suspected as contributing to this event, although this could not be confirmed at the time of the initial report. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred when the system was used for planned treatment/non-emergency treatment and the treatment completed as planned. Customer found that the issue with the wired footswitch. A philips remote service engineer (rse) inspected the system and confirmed that the exposure tap was working normally but not fluoro tap. Rse suggested that to replace the wired footswitch. So, customer ordered the parts and replaced the wired footswitch. After replacement the device was returned to use in good working order. The codes were updated based on the investigation outcome.